Manufacturer narrative:
Further evaluation of the delivery system was performed, and the following was observed.  During visual inspection, a radial balloon burst was observed.  The distal part of the balloon was observed to be folded over the nose tip.  The guidewire shaft was observed to be separated from the distal nose tip. The distal shoulder leg was observed to be flared out.  The delivery system appeared to be missing balloon pieces on working length.  The spring appeared stressed on the proximal end.  Due to the condition of the returned device (burst balloon), no functional testing could be performed.  The complaint was confirmed through visual inspection.  During dimensional analysis, the single wall thickness of the inflation balloon was measured.  A thin wall could leave the balloon more susceptible to bursts/separation and may be indicative of a manufacturing non-conformance.  The balloon single wall thickness at all measured locations was within specification.  Relevant imagery was provided to edwards lifesciences and reviewed. The 3mensio image showed the patient¿s vessel characteristics which showed presence of calcification in the annulus.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on visual inspection of the returned device. Review of manufacturing mitigation's, dimensional measurements (the balloon wall thickness was within specification), and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event.   An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in a technical summary written by edwards lifesciences.  In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported by the complaint site, no bav was performed and the patient had mild calcification in the native annulus. As such, based on the analysis, patient factor (aortic annulus calcification) may have contributed to the reported event. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU and training manual and the manufacturing process), as identified in the technical summary, are still in place. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. Per the complaint case notes, ¿it appeared the commander and wire were entering through a split portion of the sheath lower than the distal tip.¿ as the balloon was stuck at the split of the sheath liner at a position lower than the sheath tip, it would have further exacerbated the delivery system withdrawal difficulties. If excessive force/device manipulation were applied, the distal nose tip and balloon would have then separated. As such, available information supports that patient (annular calcification) and procedural factors (withdrawal of a burst balloon) likely led to the reported events. There is no evidence of device malfunction or manufacturing non-conformance. No further engineering evaluation is required at this time.  Additionally, since the occurrence rate did not exceed the august 2019 control limit for the applicable trend categories, neither a product risk assessment (pra) escalation nor corrective action is required.

Manufacturer narrative:
Correction/additional information:  additional information received confirmed the correct lot number is 62180787, as such the associated UDI reference number is (B)(4). Section h10: additional information provided clarified that during withdrawal the delivery system became caught at the distal tip, which ultimately separated from the delivery system.  There had been no retained volume in the balloon and the operator had waited 2-3 minutes between deflation and withdrawal.  Furthermore, it appeared that the delivery system and wire were entering through a split portion of the esheath. Lower than the distal tip.  The delivery system was returned to edwards lifesciences for evaluation.  During the pre-decontamination engineering evaluation, the balloon appeared to be missing pieces. Investigation is ongoing.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported during a transfemoral tavr procedure, no bav was performed.  During valve deployment, the balloon ruptured once it reached 100% inflation.  The balloon had been prepped with one less cc of volume than indicated per IFU.  Despite the balloon rupture, the valve was able to be successfully deployed in a 70:30 aortic position. No pvl or central ai were noted on the post op echo. The operator had difficulty withdrawing the balloon. The distal part of the balloon and the tip separated at the access site in the common femoral artery. A surgical cutdown was performed to retrieve the devices from the access site. The patient left the room in stable condition.